Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) confirmed with the peritoneal dialysis nurse (pdrn) that the home patient (hp) is fine. The pdrn stated the hp uses high strength solution and he sometimes has a high ultrafiltration. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.